Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator was admitted into the intensive care unit (ICU) due to slow ventricular tachycardia (vt). The p waves were falling into the ventricular pace and premature ventricular contraction (pvc). The patient was being treated with amiodarone and the device was reprogrammed. The patient is scheduled for a future follow up in a month. No additional adverse patient effects were reported. This device remains in-service.